Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead model #: sc-4316 lot #: 18390607 description: next generation anchor kit-sterile the explanted devices were not returned to bsn.

Event description:
A report was received that the patient¿s ipg was in hibernation mode. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that there will be no further information could be obtained. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s ipg was in hibernation mode. The patient underwent an explant procedure.